Event description:
Implantation of a sophysa shunt for hydrocephalus treatment in 2003. Two weeks later, patient got fever and 2 months later, a revision was operated. Infection was localized on the peritoneal catheter and confirmed by the hosptial.